Event description:
It was reported to philips that the device 's hard drive was full and not able to record images. The device was in clinical use at the time of the event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a coronary diagnosis procedure which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device hard drive was full and was not able to record images. Review of the system log files showed that the ip-pc malfunctioned. The malfunction was in the disk (bay) area. The cause of the issue was due to hard disk. Fse replaced the hard disks, connected sata signal cable directly to the motherboard, reinstalled the operating system, performed configuration of the ippc database and performed image acquisition tests. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code and device problem code were corrected.